Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.

Event description:
It was reported that during a case on (B)(6) 2018 the anti rotation drill bit tip broke off in the patient. The patient went back for a second procedure I believe on (B)(6) 2018 and had the piece of the bit removed.